Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for multiple patient samples. The following data was provided: patient 1 initial result = 6563 pg/ml, repeat = 31 pg/ml. Patient 2 initial result = 6961 pg/ml, repeat = 11.4 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  Phone complete entry = (B)(6). This report is being filed on an international product, list number 03p25 has a similar product distributed in the us, list number 2r98.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect stat high sensitive troponin-I, list number 03p25-27, a.i.d.d longford, lisnamuck, co. Longford, longford, ireland, n39e932 to architect i1000sr, list number 01l86-01, abbott laboratories, 1915 hurd drive, irving, tx, 75038. MDR number 3016438761-2023-00080-00 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from architect stat high sensitive troponin-I, list number 03p25-27, to architect i1000sr, list number 01l86-01. MDR number 3016438761-2023-00080-00 has been submitted and all further information will be documented under that MDR number.